Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had passed away in his sleep and the omnipod was being worn at the time. The last patient's blood glucose (bg) levels readings were 10 mmol/l (180 mg/dl) and the exact cause of death was not determine. No other information was provided on this event.

Manufacturer narrative:
Data downloaded from the device returned an 0x40 alarm indicating the maximum rational sensor open count has been exceeded. Nothing was found that would contribute to this alarm. Otherwise, the received device was inspected and no issues were seen that would cause a failure to deliver insulin.